Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: a review of the pump¿s black box revealed cs 127 and 177 battery alarms/warnings due to a discharged replace battery use. There was no evidence of a short battery life observed. The ez-prime steps were performed correctly and all currents draw were within specification. The original complaint of te ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.